Event description:
During an atrial flutter procedure, a communication issue occurred which caused a delay. During the procedure, the recording spontaneously stopped and an amplifier error was noted on real the screen (EKG was still ok). Additionally, it was not possible to change the channel for stimulation and make an "update review" or begin a recording of the procedure with "record." The nurse left the study, shut off the amplifier and the computer which did not resolve the issue. The error message was removed by clicking in the message and clicking delete error. The amplifier error message disappeared, but it was still not possible to change the channel for stimulation and to begin recording and the case was cancelled with no consequences for the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. Correction: h10, health effect impact code: prolonged episode of care. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.